Manufacturer narrative:
This medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to this medwatch report: d6a - implant date was added updated g3- date received by manufacturer merit medical updated/replaced g code to include: 788. Updated/replaced b code to include: 4114. Updated/replaced c code to include: 3221. Updated/replaced d code to include: 67. Updated/replaced f code to include: 4607.

Manufacturer narrative:
The physician is not alleging a product malfunction contributed to or caused the adverse event and the device was not returned to endogastric solutions (egs) for evaluation. The device was discarded at the medical facility by hospital staff and is unavailable for return to egs. Based on the available information received by egs, the cause of the pleural effusion cannot be conclusively determined. It cannot be conclusively determined if the hhr procedure, tif procedure, or a combination of both these contributed to or caused this adverse event.

Event description:
A patient underwent a hiatal hernia repair (hhr) procedure followed by a transoral incisionless fundoplication (tif) procedure. At least one bougie was used to dilate the esophagus prior to the insertion of the esophyx device. Following an unknown span of time post-tif procedure, the patient was admitted on an unknown date to the intensive care unit, diagnosed with a pleural effusion, and underwent video-assisted thoracic surgery (vats) on (B)(6) 2024. As of (B)(6) 2024, the patient is doing well and has been discharged from the hospital.